Event description:
A dreamstation auto bipap device was returned to a third-party service center for service as part of the sound abatement foam recall process. During the evaluation of the device at the third-party service center, the device was visually inspected, and evidence of foam degradation was found. The device was scrapped by the service center after the evaluation was completed.